Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident event and the suspected device. The probe will be analyzed by our quality department and investigation will make possible to know the cause of the incident.

Event description:
After pressio monitoring kit installation, the value of 72 mmhg was displayed on icp monitor (erroneous value). The pressio kit was then changed, and after installation of a new monitoring kit, the value was 24 mmhg. The user has therefore contacted the manufacturer.

Manufacturer narrative:
Internal documentation for the icp probe has been reviewed and showed that icp catheter (B)(4) has been manufactured in accordance with the quality requirements and did not show any performance abnormality or any causality relationship between the reported incident event and device. The icp catheter has been delivered conform to its specifications. Then, the suspected device was received by quality department. A first visual analysis was performed on the probe and showed no visible defect. A functional analysis was then carried out and confirmed pressure measurement offset. Different simulated pressure exerted on icp probe show a normal variation of pressure measurement taking into account the offset value. The inital zero procedure has been cleared and done again by quality department. The read values were then consistent with different pressure simulations. As a result, the returned probe is conform to its specifications. The assignable cause of measurement offset is an error during catheter implantation procedure.

Event description:
After pressio monitoring kit installation, the value of 72 mmhg was displayed on icp monitor (erroneous value). The pressio kit was then changed, and after installation of a new monitoring kit, the value was 24 mmhg. The user has therefore contacted the manufacturer.